Event description:
Believe the product is contaminated with mai bacteria. Obtained false positive results in pts; only 2 out of 8 were actual noncontaminants. Tested all materials in use and no contamination was found.